Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 40 mg/dl; cause was unknown. Juice and food were consumed to treat bg level. Additionally, the customer manually suspended insulin delivery to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 52 mg/dl were recorded by continuous glucose monitor (cgm) from 12:39:46 pm to 12:59:46 pm on (B)(6)2020. Cgm alert 1 (cgm low alert) enunciated at 12:39:46 pm. A tubing fill of size 10.9 units was observed on (B)(6)2020 at 9:19:40 am. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On (B)(6)2020, at 7:45:06 am and 10:09:51 am, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. Blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 46 mg/dl were recorded by continuous glucose monitor (cgm) from 5:49:45 pm to 7:14:45 pm on (B)(6)2020. Cgm alert 1 (cgm low alert) enunciated at 5:49:45 pm and 6:44:45 pm. Blood glucose (bg) of 20 mg/dl was entered into the pump by the user on (B)(6)2020 at 8:54:01 pm. Blood glucose (bg) of 23 mg/dl was entered into the pump by the user on (B)(6)2020 at 8:55:59 pm. Blood glucose (bg) of 23 mg/dl was entered into the pump by the user on (B)(6)2020 at 8:57:01 pm. On (B)(6)2020, at 3:03:26 pm and 4:28:57 pm, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.